Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an air gap was observed within the infusion set tubing. Customer's blood glucose level was 192 mg/dl. Customer was instructed to prime the air bubble to address issue.